Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the high impedances were reiterated. The patient had a full system replacement and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 977a160. Serial#: (B)(6). Implanted: (B)(6) 2015. Explanted: (B)(6) 2022. Product type: lead. Product ID: 97791. Implanted: (B)(6) 2015. Explanted: (B)(6) 2022. Product type: accessory. Analysis of lead va0wdfl014 found the lead body conductor was broken at the injex anchor site. All conductors excluding # 5 were broken and the braid wire was broken and protruding through the outer insulation 25.7 cm from the distal end of the lead. Analysis of the ins nmd729427h found no significant anomalies and/or explant damage. According to the mdt data report, the ins was last recharged on 24-jul-2022 for a duration of 2 hours and 27-jul-2022 for a duration of 18 seconds. The ins battery depleted to the therapy unavailable state on 09-aug-2022. Subsequent to explant, the ins battery depleted to an over discharged state prior to being analyzed. This was the first over discharge experienced by this ins. The ins battery had reduced capacity due to overdischarge. H10: ins evaluation method code: b01 evaluation results code: c19 evaluation conclusion code: d14 lead evaluation method code: b01 evaluation results code: c070603 evaluation conclusion code: d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-may-08, (B)(4) (con, rep): information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). High impedances were reported. The cause was unknown. Rep checked impedances with 8840. Electrodes 8, 9, 10, 12, 14, 15 were all greater than 10,000. Patient programming currently only uses lead 0-7. Patient's device was programmed using only lead 0-7. The issue was resolved. Hcp had no additional information. Patient's weight was asked but unknown. No further complications were reported/anticipated.